Event description:
Caregiver was going to return the ceiling lift to charger. When the lift got to end of rail, it fell on his shoulder due to the rail end stopper and cap missing. The caregiver sustained injuries. (B)(4).